Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged as a result of twiddling confirmed by an x-ray. In addition, no sensing, a loss of capture, and high pacing impedances were also present. No adverse patient effects were reported. The lead was discarded and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.